Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. A patient reported that she had an open sore under the front therapy electrode. The patient's nurse gave her a cream to use on the sore. The patient also temporarily removed the lifevest to allow the sore to heal. Follow-up indicated that the sore had healed.